Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 11july2019. The device was not returned for evaluation. Product support advised to replace the flow sensor assembly.

Event description:
The customer reported the air delivery/air flow accuracy test failed. The device was not in use when the reported event occurred.